Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued by the latitude remote monitoring system due to the implantable cardioverter defibrillator (ICD) recording a low shock impedance measurement for the right ventricular (rv) lead. The cause of the low shock impedance measurement is unknown at this time. An email was sent to the boston scientific sales representative in an attempt to obtain additional information. However, no additional information was available. No adverse patient effects were reported.